Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a rectosigmoidoscopy (by laparoscopy), when placing the trocar n 12, this broke in half inside patient's cavity and it was necessary to remove the pieces from the patient.

Manufacturer narrative:
Investigation: the trocars are broken at the distal end. The trocars broke in multiple fragments in different sizes. Several tests and investigations have been performed. Up to now, all the investigations could not establish a final cause of the issue. Conclusion and root cause: based on the information available it is not possible to determine a root cause for the failure. We assume a manufacturing or design related error or a combination of multiple factors. Corrective action: file will be forwarded to crb for CAPA.